Event description:
It was reported that patient presented in clinic for scheduled procedure. Prior to procedure, it was noted that the right atrial (ra) lead had dislodged. Dislodgement was confirmed by x-ray. The lead was explanted and replaced with new lead. Patient condition was stable.